Event description:
Healthcare professional reported unknown side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one on the posterior side assessed as fold flaw opening and missing on the posterior side assessed as inconclusive. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Observed 40 mm dark patch edge material inside gel device. No penetrating nick( stress mark). No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.